Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, missing reservoir tube o-ring, partially broken off reservoir tube lip and case dented. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. No motor error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error and a compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer's parent also reported that there is no significant events leading to motor error and a compromised force sensor system alarms were observed. The customer stated that the drive support cap protruded. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.